Manufacturer narrative:
(B)(4). The reported product is an unknown baxter flexicap. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, increased temperature, and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis event. Beginning on the date of onset, the patient was treated with vancomycin intraperitoneally and intravenously (dosage, frequency, and duration not reported), and gentamicin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. After being hospitalized for three days, the patient was discharged. The patient was recovering from the event. Additional information was requested but is not available. This is report 4 of 5.